Manufacturer narrative:
The subject device was transferred from sorc to omsc for evaluation. Omsc checked the subject device and confirmed that there was fibrous foreign object inside the outlet of the air/water nozzle as reported. As the result of the component analysis of the foreign object, it was found that the foreign object contained a cellulose component. Omsc surmised that the foreign object was cellulosic fibers, because the appearance of the foreign object was fibrous. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the investigation result, there was the possibility that this event was attributed to the adhere of fibers to scope or the air/water valve due to the use of extremely fluffy towels or gauze, and the invasion of the lint into the air/water channel during reprocessing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair (air supply and water supply were poor) at olympus service operation repair center (sorc), it was found that there was foreign object inside the outlet of the air/water nozzle. There was no report of patient injury associated with this event.